Event description:
Product was inserted into a large obese patient. It was already known patient had air in her heart. After insertion, patient had a stroke three hours later. Intravascular air was confirmed following the stroke. It is expected patient will expire in the next couple of days. Additional information from facility: nurse inserted powerglide at 6pm and patient had stroke at 9pm. Doctor and nurse do not think the intravascular air was caused by the powerglide.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device is being retained at the facility for further investigation. A lot history review (lhr) of rew10697 showed no other similar product complaint(s) from this lot number.